Event description:
Per the clinic, the patient developed a post-operative infection. Despite prolonged culture-directed antibiotic therapy, the issue did not resolve. The device was explanted on (B)(6) 2024.